Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside a bag the contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was discovered at the hospital prior to patient use. The device was filled with fluorouracil 5675mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.